Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse also found error code message of flow sensor mismatch. Pse replaced the unit's power status overlay to resolve the reported issue. Pse also replaced the unit's sensor pcba to resolve the error of flow sensor mismatch. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit's ac indicator is not functioning. The customer reported there was no patient involvement.